Manufacturer narrative:
Approximate age of device - the power module patient cable approximate age is 2 years, 6 months from the date of manufacture to the date of the event. However, it is unknown when the patient cable was issued to the patient. Therefore, the actual time in use is unknown. Device evaluation: the patient¿s lvad, system controller, power module and two power module 14 volt patient cables were returned for evaluation. The system controller log file was retrieved and the analysis revealed two low speed events associated with low voltages and a complete loss of power event resulting in a pump stoppage and a time clock reset to day 0 hour 0 minute 0. The system controller does not record data during complete power loss and the duration of time in which the device was without power could not be determined. The returned system components were functionally tested together and a low speed event similar to the ones recorded in the log file was reproduced upon manipulation of the patient cable (lot number 35110070112). Visual inspection revealed several tears and punctures along the 18 feet section of the patient cable that was returned. Further evaluation of the patient cable at the site of the visible external damage confirmed compromise to the internal wires that could have potentially resulted in an interruption in pump function. The insulation of the wires specific to pump function were observed to be compromised and insulation testing revealed a short circuit condition. Although damage to the patient cable appeared to be mechanical in nature, the analysis could not determine the specific mechanism that contributed to the observed damage. The system controller was returned with a depleted alarm cell battery. The period of time in which the device was disconnected from an external power source could not be determined. A correlation between the depleted cell battery and the reported event could not be conclusively determined. The lvad, system controller, power module and the second patient cable functioned as intended throughout the investigation. Incidentally, visual inspection of the pump revealed loosely seated depositions on the rotor and between the outlet bearing ball and the stator blades; however, the observed depositions did not appear to have been present during support. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was found face down in her apartment in rigor mortis on (B)(6) 2015 at approximately 8:30am by one of her care providers. The left ventricular assist device system controller was alarming and as far as the care provider could tell, the patient was still connected to a power module and all connections ¿were appropriate.¿ the patient was last seen in the clinic on (B)(6) 2015 and was ¿doing fine¿ but was having an increase in asymptomatic pulsatility index (pi) events. All pump parameters were stable and no alarms were noted. The vad was running smooth but with greater variability than usual. The patient¿s inr had been therapeutic and the lactate dehydrogenase level remained persistently elevated in the 600 u/l range (unchanged). On (B)(6) 2015, the patient reported feeling discomfort in the left upper chest. The ICD was interrogated and ¿showed nothing.¿ a subsequent transmission from the ICD showed that at 9:34pm the patient went into slow polymorphic ventricular tachycardia below the threshold for detection, followed by ventricular fibrillation fast enough to elicit one shock from the implanted defibrillator and a-v pacing. The underlying rhythm was sinus bradycardia in the 20 bpm range. The heart failure cardiologist suspected the patient was ¿out¿ during this time as she did not call anyone and she was found ¿face down with a bloodied face.¿ it was reported that the vad staff saw the patient in the morgue and the percutaneous lead was properly attached to the controller. They applied power to the controller and the pump immediately started at 9000rpm. The pump was only run for several seconds while still in-situ. An autopsy report is pending. No additional information was provided.

Manufacturer narrative:
Approximate age of device - 1 year, 2 months. The device was returned for evaluation. The evaluation is not complete. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed. Placeholder.